Event description:
It was reported that during a kyphoplasty procedure, the hv-r bone cement took longer than usual to reach a more viscous state. The bone cement was allowed to set for about 7 minutes with the or's temperature at 19 degrees c prior to using (note: the ifus state the bone cement at 22 degrees c can take from 2 to 8 minutes to reach the doughy state. Also, per the ifus, the time to reach the doughy state wil be extended due to the colder temperature, (e.g. 19 degrees c). The physician delivered the cement into the vertebral body of the pt but the cement did not gain the normal viscosity. It was more liquid than usual. The procedure was completed successfully and the pt was reported in good condition with no adverse consequences reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.